Event description:
On the above date I had a bilateral knee replacement with the depuy sigma rp-f rotating platform high flex knee prosthesis system. I had been treated by several physicians over many years for severe bilateral knee osteoarthritis. In fact I was getting steroid injections in both knees as often as every 1-2 months. I reached a point where I could no longer work and went out on state of (B)(4) disability. Initially a physical therapist came to my home for therapy, and then went to back in action for physical therapy 2 or 3 times a week from mid may through mid (B)(6). I was not improving. In fact the pain was worse. I had reported this to the surgeon who did the operation on every visit. In (B)(6), my physical therapist, dr (B)(6) stated she did not feel my knees were rehabable. I had swelling in both knees, severe pain, warmth in my left knee, severe clicking with any movement in my right knee, inability to bear weight for over 5 minutes, and could not go up or down one step without assistance. My physical therapist told me my left leg was longer than my right leg. I had developed a limp which was exacerbating my degenerative disc disease sciatica. I also developed occasions of urinary incontinence which I had never experienced. I had a history of migraine headaches, however, they became much worse. I began looking for answers. I am a registered nurse with 32 years of experience. I had surgery on both knees at the same time because I hated the idea of being a pt, however, I could not ignore this pain any longer. I started out going to my initial surgeon dr (B)(6) to report my lack of improvement. He told me he couldn't order any add'l tests until after one year because it would "light up". I have a witness to this but I never understood it. I then went to different orthopedic surgeons for 2nd and 3rd opinions. Both stated I needed knee revisions. The first was dr (B)(6) who acknowledged the difference in length between my two legs. She told me I needed a knee revision. The 2nd was dr (B)(6) who stated I had loosening in the implants, and he could see cement that was not attached in his studies. He asked if my surgeon "shaved the back" of my patella. I told him I didn't know. He seemed to think this may be causing some of the clicking and crepitus in my left knee. I still ice my knees almost every night due to pain and swelling. I still cannot go up one flight of stairs without severe pain. I use my hands and arms to pull my body up out of a chair, bed, or up stairs. I developed pain in both arms, neck, and in the rear trapezius muscle. I went back to physical therapy to see the same therapist who worked on my neck and trapezius area to treat the symptoms which had developed due to my inability to use my knees. I also have several falls. One caused a small forehead laceration.

Event description:
Additional info received on (B)(6) 2013 from reporter: I previously filed a report in (B)(6) 2013. This is an addendum. I had a bilateral knee replacement with the depuy sigma rp-f rotating platform high flex knee prosthesis system put on (B)(6) 2012. I kept hoping to get better and return to my profession as a pediatric registered nurse. I worked in this field for 32 years. I have back pain and have had back pain for many years; however, I applied for stated disability when I was working for the state of (B)(6) in maternal child home care, and I could no longer climb stairs. I realised that a fall from the wide, uneven post (B)(6) stairs of the homes I was visiting, would seriously complicate my problems. I am in far worse pain now than I was prior to the procedure. I am far worse. The pain in both knees is constant. I plan to have a left knee revision in (B)(6) 2014. I understand this is a huge risk since more bone is removed with the depuy high flex system. I also have an acquired limp which has irritated my sciatic nerve procedure. I went to physical therapy for 7 months and have seen two additional orthopedists. I plan to have my left knee replaced in (B)(6) 2014. I am on at least 10 medications a day and can't sleep for more than 2-4 hours with ambien due to severe pain which wakes me up. Had been treated by several physicians over many years for severe bilateral knee osteoarthritis. In fact I was getting steroid injections in both knees as often as every 1-2 months. I reached a point where I could no longer work and went out on (B)(6) disability. Initially a physical therapist came to my home for therapy, and then went to (B)(6) for physical therapy 2 or 3 times a week from (B)(6). I was not improving. In fact the pain was worse. I had reported this to the surgeon who did the operation on every visit. In (B)(6), my physical therapist, dr (B)(6) stated she did not feel my knees were rehab-able. I had swelling in both knees, severe pain, warmth in my left knee, clicking and crepitus.

Event description:
Add'l info received from reporter on 05/13/2014: I had a bilateral knee replacement surgery with the sigma rpf rotating platform high flex knee prosthesis on (B)(6) 2012. Gentamycin ghv cement was used. The last documented physical therapy report seems to be on (B)(6) 2012 and the physical therapist has a doctorate and she clearly documents that I am not improving and recommends discontinuing physical therapy. I have been in severe pain since that operation. I still can not go up or down a curb without assistance. My internal medicine doctor is dr (B)(6). He discouraged me from having this surgery and told me it could have severe side effects and I could lose my ability to walk. However the pain was unbearable. I went to a pain md who prescribed percocet 10 and methadone 10mg to be taken twice a day every day. I did not want to become a pain medication addict. Dr (B)(6) diagnosis after the surgery on my left knee was failed painful left knee arthroplasty depuy rotating platform custom knee. He replaced this with a stryker triathlon revision system. I had the left revision surgery on (B)(6) 2014. Dr (B)(6) told both me and my partner that my tibia was not attached to anything. He said he did not see cement on the tibia. I am currently in physical therapy with the same therapist and she states my flexion is much better now than it was after the 7 months of pt after the first replacement. Dr (B)(6) did x-rays of my right knee which is incredibly painful and has made a grinding and clicking noise since the surgery. Dr (B)(6) stated he could see the broken cement on my right knee. I am scheduled to have that replacement surgery in (B)(6). I have developed other concerning problems since that surgery. I will be making an appointment with a cardiologist since my heart races and I feel fluttering several times a day. I have also developed renal problems. When I urinate, I can not completely empty my bladder and I must wait until I urinate three times. This has never happened to me before. I also have pain in my right arm all of the time. I worked as a registered nurse for 32 years prior to my disability. I am (B)(6). This has been devastating. I also have an acquired limp which has made my sciatica much worse.

Event description:
Add'l info received from reporter on (B)(6) 2013: two orthopedists stated I had joint laxity and thought I needed knee replacement surgeries. My internal medicine md warned me against knee replacement surgery stating I would lose more bone and my body could reject the new knees. No one is using this knee system at this time including the orthopedist who performed this surgery.